Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer does not use room temperature insulin. A cartridge change was performed to address the issue. Customer's blood glucose level was between 120 and 140 mg/dl.